Event description:
Baxter reported a spike of a transfer set was broken. The set had been in use for 30 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.